Event description:
On (B)(6) 2011 it was reported high impedance on atrial lead. High atrial impedance detected. Sensing is good, threshold is 5v@ 2.0ms. Impedance got lower and threshold also at 18m follow-up. (B)(6), hungary. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).